Event description:
Prior to use, there was difficulty removing the balloon coverage from the empira balloon. The device had been prepped in a routine manner, creating negative pressure before inserting into the guiding catheter. There was no visible damage on the empira balloon before its insertion into the guiding catheter. The lesion was moderately calcified, not totally occluded. Before stent insertion the lesion was dilated with 2.5x15mm balloon; this was followed by stent insertion that crossed the lesion with some difficulty. Some strength was applied to deliver a stent to the mid lad. The empira balloon was used for post stent dilation in the mid-left anterior descending artery (lad). The contrast media used was omnipaque (ge healthcare, (B)(4)) with a 1:1 contrast to saline ratio. There was no resistance/friction while inserting the empira balloon through the guide catheter and the rotating hemostatic valve. There was no difficulty advancing the empira balloon catheter through the vessel. The balloon easily crossed the stents and was located in the distal stent. The empira balloon was inflated with an everest disposable inflation device and burst at 16atm. (It was noted that the same indeflator was used successfully with other devices). Blood appeared in the inflator device. The balloon was pulled into the guide catheter but was stuck in the proximal stent (nobori 2.75mmx 28mm by terumo) in the lad guide catheter. The balloon could not be removed from the lad/lmca due to its inability to go back into the guiding catheter. The attempt to pull the balloon into the guide catheter failed. The patient started complaining of chest pain and was treated with isoket spray sublingual. At this moment, the entire system, including guide catheter, wire and balloon, were pulled into the sheath in the femoral artery. The chest pain resolved once the catheter wand balloon was removed from the coronary ostium. There were no ECG changes or troponin elevation. The intention was to pull everything from the introducer sheath; however, the balloon was stuck in the entrance of the catheter and could not be removed through the sheath. The system was left in place. The left coronary artery was engaged again through the right radial approach. The injection showed patent artery including the stented area of the lad. A quantum 3.25/12mm balloon was used to perform the post dilatation both in mid and prox lad. Visualization of the proximal stent in the lad using external sync-rx system revealed severe stent distortion. Therefore, ivus to lad was performed showing normal stent expansion in the mid lad and stent disruption in the prox lad with proximal edge of the stent protruding into the distal lmca-the result of the pullback of ruptured balloon through the stent. Given the good angiographic appearance of the vessel with timi flow grade 3, the procedure was stopped. The introducer together with guiding catheter and balloon were removed from the right femoral artery. The balloon was removed in one piece from the patient: however, it was noted to be several deformed. The empira balloon catheter was never in an acute bend and it did not kink. The patient was transferred for the observation to ICU. The patient was discharged home in stable condition and will be followed up in an out-patient clinic in a month from the discharge.

Manufacturer narrative:
Manufacturing records were reviewed and there is no objective evidence to suggest that the device may have been released with nonconformities related to the nature of this complaint. The device met specifications prior to distribution. Analysis of actual device is pending.

Manufacturer narrative:
Analysis & observations: as per the description in the complaint report, the cordis empira nc rx 3.25 x 20 mm product was returned complete with the 0.014" guide wire, a cordis introducer sheath and a cls 3.5 / 0.070" guide catheter with an ancillary flushing / toughy borst valve attached. The catheter displayed obvious damage at its distal end, where the catheters outer shaft had separated leaving the balloon assembly attached to the proximal end by the inner shaft only. Images of the device are displayed below. Findings: - the catheter has been returned in the condition as prepared for procedure (complete with ancillary devices). The catheter is positioned inside the guide catheter & introducer sheath. A guide wire remains within the catheter. - the catheters distal outer shaft displays a thin film failure, adjacent to the balloons proximal neck. The distance between the two fractured halves of the tubing is now approximately 65 mm indicating that the device has elongated in length (due to a tensile force). - the balloon shows signs of bunching, possibly as a result of attempting to withdraw the balloon back inside the guide catheter or introducer. This action would also be the likely reason for inner shaft elongation. - the clinician has been aware of the withdrawal issue and chosen to retrieve the device by removing the guide catheter sheath & introducer with the balloon in place. Potential cause and root cause of the complaint: - investigations suggest that the primary cause of failure is due to shaft damage during the removal of the balloon protector. The issue of protector removal forces remains part of an on-going investigation. - the likely failure mode is as follows. Once the primary damage to the shaft has occurred (yielding of the outer shaft adjacent to the proximal bond) the outer shaft has inflated and formed an expanded thin film when pressure has been applied to the catheter. The thin film has burst resulting in a pressure loss in the device. Once the pressure has been lost the procedure has been terminated and the device has been retrieved from the anatomy. The tensile force to retrieve the catheter has resulted in a tearing of the thin film at the failure site and a separation of the outer shaft from the distal balloon assembly. The inner shaft & balloon have separated as a result of the retrieval force, however the inner shaft tensile capability has prevented a total separation of the distal balloon assembly from the device.

Event description:
Prior to use, there was difficulty removing the balloon coverage from the empira balloon. The device had been prepped in a routine manner, creating negative pressure before inserting into the guiding catheter. There was no visible damage on the empira balloon before its insertion into the guiding catheter. The lesion was moderately calcified, not totally occluded. Before stent insertion the lesion was dilated with 2.5 x 15 mm balloon; this was followed by stent insertion that crossed the lesion with some difficulty. Some strength was applied to deliver a stent to the mid lad. The empira balloon was used for post stent dilation in the mid-left anterior descending artery (lad). The contrast media used was omnipaque (ge healthcare, ireland) with a 1:1 contrast to saline ratio. There was no resistance/friction while inserting the empira balloon through the guide catheter and the rotating hemostatic valve. There was no difficulty advancing the empira balloon catheter through the vessel. The balloon easily crossed the stents and was located in the distal stent. The empira balloon was inflated with an everest disposable inflation device and burst at 16 atm. (It was noted that he same indeflator was used successfully with other devices). Blood appeared in the inflator device. The balloon was pulled into the guide catheter but was stuck in the proximal stent (nobori 2.75 mm x 28 mm by terumo) in the lad guide catheter. The balloon could not be removed from the lad/lmca due to its inability to go back into the guiding catheter. The attempt to pull the balloon into the guide catheter failed. The patient started complaining of chest pain and was treated with isoket spray sublingual. At this moment the entire system, including guide catheter, wire and balloon, were pulled into the sheath in the femoral artery. The chest pain resolved once the catheter wand balloon was removed from the coronary ostium. There were no ECG changes or troponin elevation. The intention was to pull everything from the introducer sheath; however, the balloon was stuck in the entrance of the catheter and could not be removed through the sheath. The system was left in place. The left coronary artery was engaged again through the right radial approach. The injection showed patent artery including the stented area of the lad. A quantum 3.25/12 mm balloon was used to perform the post dilatation both in mid and prox lad. Visualization of the proximal stent in the lad using external sync-rx system revealed severe stent distortion. Therefore ivus to lad was performed showing normal stent expansion in the mid lad and stent disruption in the prox lad with proximal edge of the stent protruding into the distal lmca - the result of the pullback of ruptured balloon through the stent. Given the good angiographic appearance of the vessel with timi flow grade 3, the procedure was stopped. The introducer together with guiding catheter and balloon were removed from the right femoral artery. The balloon was removed in one piece from the patient; however, it was noted to be severely deformed. The empira balloon catheter was never in an acute bend and it did not kink. The patient was transferred for the observation to ICU. The patient was discharged home in stable condition and will be followed up in an out-patient clinic in a month from the discharge.